Event description:
It was reported that the patient passed away on (B)(6) 2024. The reported cause of death are systolic heart failure and etiology unknown. The patient had an implantable cardioverter defibrillator system including medtronic leads. There is no known indication that the patient¿s death is related to the listed device(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164373.